Event description:
During the procedure, the stent dislodged and it was retrieved successfully by snaring. The product will be returned for analysis with the guiding catheter.

Manufacturer narrative:
Percutaneous coronary intervention (pci) was being performed on a highly calcified lesion in the right coronary artery (rca). The stent behaved normally as it passed though towards the lesion, but it did not cross the lesion. During removal, the stent dislodged from the delivery system. It was retrieved by snaring. There was no resistance felt while advancing the device toward the target lesion and it appeared normal when removed from the packaging. There was no negative prep performed outside of the patient. This product is available for testing and evaluation, but has not yet been received by the manufacturer. Additional information received will be submitted within 30 days upon recipt.